Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was unable to complete the prime test due to button/keypad anomaly. No unexpected motor anomaly or numbers ramping/scrolling on their own noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 186 mg/dl. The customer stated that she was priming the insulin pump, and when she released the act button, the motor continued to move. She noted that insulin was "squirting out" during the manual prime process. She stated that she was stuck on the continue or rewind screen. Advised replacement of the insulin pump. Nothing further reported.